Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3389-40 lot# va21uwx serial# implanted: 2020-(B)(6) explanted: product type lead additional lot # was provided va1ykg0, could also be lead lot # medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that no intervention would be scheduled as the stimulation provided therapeutic effect in monopolar on one of the contacts, which had a low impedance in bipolar. The battery estimated life from the tablet was above 9 years, so the neurologist decided to leave the stimulation on and follow up and keep an eye on the patient for the next months.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# unknown, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3389-40, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the impedance was reading 84 ohms in between contacts 1 and 2, which is considered a short circuit. No factors were known to have led or contributed to the issue. An impedance measurement at ins showed very low impedance, which was confirmed to be at the lead after trying another extension. No actions/interventions were taken at the moment, the hcp was to decide whether intervention was necessary. The issue was unresolved at the time of the report. Additional information was received from a hcp. It was stated that no additional intervention will be taken to resolve the issue as the patient's stimulation provides therapeutic effect in monopolar settings on one of the contacts which has low impedance when programmed to bipolar. The battery longevity estimate showed a satisfactory battery life with the programmed settings so the hcp decided to leave the stimulation and monitor the situation.